Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted (sensor location not specified). On (B)(6) 2024, the patient¿s cgm was reading 190 mg/dl and no bg meter comparison value was documented. The patient was experiencing fatigue and went to the emergency room. At the emergency room, the patient¿s bg meter reading was 500 mg/dl while the cgm was reading 190 mg/dl. The patient was unable to provide details regarding what medication/treatment he received. It was not specified how long the patient was in the emergency room prior to discharge. At the time of report, the patient was fine. Technical support attempted to contact the patient for further details about the event, but it was not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the c zone of the parkes error grid calculator when the patient was tested at the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.